Manufacturer narrative:
The calcification seen at explant was confirmed. All three leaflets contained calcifications. There was a tear in leaflet 3 which was associated with a calcification. All three leaflets were fibrotically thickened. There was circumferential fibrous pannus ingrowth on the inflow and outflow surfaces. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the calcification and fibrotic thickening could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to mid-term calcification of the valve as the patient had symptoms of aortic insufficiency. Upon explant, the user observed two leaflets with signs of calcification. A 23mm regent valve (serial number: unknown) was successfully implanted. The patient is stable.

Manufacturer narrative:
The calcification seen at implant was confirmed. All three leaflets contained calcifications. There was a tear in leaflet 3 which was associated with a calcification. All three leaflets were fibrotically thickened. There was circumferential fibrous pannus ingrowth on the inflow and outflow surfaces. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the calcification and fibrotic thickening could not be conclusively determined.

Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to mid-term calcification of the valve as the patient had symptoms of aortic insufficiency. Upon explant, the user observed two leaflets with signs of calcification. A 23mm regent valve (serial number: unknown) was successfully implanted. The patient is stable.